Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading is 187 mg/dl. During troubleshooting, the displacement test failed. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. Unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm noted. Cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and scratched lcd window.